Manufacturer narrative:
Product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 37752 lot# serial# (B)(4); product type recharger product ID 3986a70 lot# n286853, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3986a70 lot# n286853, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3708220 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3986a70 lot# n286853, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3986a70 lot# n286853, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the leads weren't put in the right spot. See also manufacturer's report # 3004209178-2013-14972.